Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they were in the sun and the insulin pump may have been exposed to heat. No further information reported.

Manufacturer narrative:
No button error alarms were noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.